Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, shaft breakage occurred. The 100% stenosed, severely calcified lesion located in the moderately tortuous right coronary artery (rca) was being treated. The physician dilated the lesion with a non bsc balloon after he faced resistance advancing a taxus liberte' 2.50x24mm drug eluting stent. The physician then advanced the stent delivery stent again; however, the shaft broke. The procedure was completed with a non bsc stent. The procedure lasted one hour longer than a normal case. There were no patient complications reported.

Manufacturer narrative:
Product analysis could neither confirm nor deny the crossing difficulty as stated in the complaint. Product analysis did reveal a broken shaft. The delivery device with the stent on the balloon was received and a hypotube fracture was observed. The returned catheter exhibited a fracture of the hypotube located 17.9 centimeters distally from the edge of the strain relief. Microscopic examination of the fracture face revealed evidence that the hypotube had been severely kinked at the fracture site. Further examination of the fracture site did not reveal any inherent material discrepancies that would have contributed to this incident. It is believed that the kinking compromised the strength of the hypotube and contributed to its fracture. The manufacturing records have been reviewed and no issues or discrepancies were found. The most probable root cause for this event is operational context due to the likelihood that interaction with patient anatomy or other device and/or other procedural factors contributed to the reported difficulty.